Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is missing. The grip had fractured at the junction with the grip hub and as a result, the cable crimp is partially exposed. The fracture surfaces do not exhibit any obvious damage when viewed under 25x magnification. The intact grip does not exhibit cracking in the same location as the broken grip. No other damage was found.

Event description:
It was reported that during a da vinci s tubal reanastomosis procedure, the tip of the black diamond micro forceps instrument broke off and fell into the patient. The planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.